Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the malfunction was caused due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodeno videoscope had small edge chips and old glue on the objective lenses, and the light guide lenses had been chipped. There was no patient involvement.